Event description:
Patient was having an argon medical devices option elite retrievable vena cava filter system (inferior vena cava - ivc) removed in interventional radiology. Upon removal of the argon option elite ivc filter, the hook (2mm in size) on the ivc filter detached from the device. The broken piece (hook) was carried by blood flow and embolized in the patient's lung parenchyma.